Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Although the graftmaster was not returned for analysis and may have aided the investigation, there was no note of any damage observed to the stent delivery system (sds) or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the reported event. The inability to cross a lesion can be affected by numerous factors including, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, or accessory device support. In this case, no patient anatomical information was provided, which may have aided the investigation. However, the failure to advance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are visually inspected for catheter damage, stent damage and proper stent placement. A sampling of units are destructively tested to verify proper guiding catheter and guide wire movement. Based on the information received with the reported event, the reported failure to advance appears to be related to operational context of the device and not a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.

Event description:
It was reported that during the procedure in the mid right coronary artery, a non- abbott stent was deployed. After stent deployment, a perforation was observed. A jostent graftmaster stent graft was advanced for treatment of the perforation; however, the stent system could not cross through the previously placed stent. The perforation slowly sealed without any other treatment or intervention. There was no report of a significant clinical delay in the procedure and no adverse patient sequela. Though requested, no additional information was provided.